Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were high but no exact levels. It was also reported that the controller would not communicate with the pod. The patient also stated that they were vomiting. The patient was treated with IV(intravenous) fluids. The patient was released the following day.